Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of loss of capture, oversensing, and decreased sensing values were observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable.